Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician, who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was removed from the patient, the patient bled actively from the access site. The physician held manual compression at the access site for 20 minutes, at which time hemostasis was achieved. The patient was reported to be doing "fine". The patient was discharged from the hospital on (B)(6) 2013. The patient's hospitalization was not mynx device/mynx procedure related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined.